Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found no issues. A function evaluation revealed no display in the screen. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include a software issue or internal damage to the cord. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during an arthroscopic procedure, the lens 4k imaging system's screen went repeatedly black. Procedure was completed using a back up device. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).